Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of the index surgical procedure. What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the vaginal cuff sutured? Were two strands used, one from the right and one from the left meeting in the middle? What tissue dehisced? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent laparoscopic vaginal hysterectomy procedure on unknown date and barbed suture was used on the vaginal cuff. The patient experienced wound dehiscence on unknown date with suture protruding from the vaginal cuff. A second procedure was performed and additional like sutures were used to overlap the wound. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Two empty open foils, two empty winding former two dispensed needle suture combinations, and three unopened samples of product code (B)(4), lot mdq792 were returned for analysis. During the visual inspection of five samples (two open and three unopened), the swage and attachment area were noted to be as expected, loops and the barbs were present on the strands. Ten barbs were measured in each sample and was noted a minimal depth, resulting in a smaller barb. No other defects were found. The barb to center of loop and first barb to end of needle barrel were inspected, and no barbs were noted, and this condition is correct. Due to the condition of five samples, the assignable cause is barb depth out of specification.representative samples returned to support investigation of 3 device issues captured in reports 2210968-2018-76289, 2210968-2018-76178, 2210968-2018-76173. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Five samples with lot# mdq792 were received for analysis. During the visual inspection, all barbs meet the specification requirement. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. According to the samples conditions, the samples met the finish goods requirements. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2018-76289, 2210968-2018-76178, 2210968-2018-76173. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018.